Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00375 and 0001032347-2020-00376. D11 ¿ medical products: lorenz pectus support bar system, part# pt-3652, lot# 989080; lorenz pectus support bar system, part# pt-3653, lot# 989070; lorenz pectus support bar system, part# pt-3654, lot# 989060.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned for investigation as it was implanted. The complaint was confirmed by a review of intraoperative photos. The surgeon stated the ends were flared out too far and they had to be bent to make the bar sit flush. Per the IFU, "the degree of initial reshaping and permanent remodeling for each case cannot be predetermined." The manufacturing history was reviewed and no discrepancies related to the reported event were found. A complaint history review was conducted and this was the only complaint (3 parts total) of the bars not being contoured correctly. This leads to a complaint rate of 0.24%, which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 - date of this report b5 - describe event or problem g4 - date received by manufacturer h2 - if follow-up, what type h3 - device evaluated by manufacturer h3 - not returned to manufacturer h6 - method h6 - results h6 - conclusions h10 - additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that custom pectus bars were not an ideal fit. The surgeon described that the ends were flared out too far. The surgeon had to bend the ends of the bars to try to make them flush, and there was still a gap following the adjustment. Attempts have been made and no further information has been provided.